Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to exhibiting elevated thresholds. Other than the surgical procedure, no additional adverse patient effects were reported.